Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported compliant of "loud noise was heard on the roller pump of the thermogard console" was confirmed during the visual inspection and functional testing. The root cause for the reported complaint was due to the defective pump rotor head, likely as a result of normal wear and tear. The thermogard xp ivtm system is a reusable device and was manufactured in december 2012, and it is over 7 years old, exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the pump rotor head was broken with ball bearings found in the raceway. Missing or damaged ball bearings can result in rotor noise; thus, confirming the reported complaint. The pump rotor head was replaced to address the issue. The event log review showed no significant discrepancies. Following service, after the pump rotor head was replaced, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, the roller pump of the thermogard console (sn: (B)(4)) made a loud noise. No further information was provided, and it is unknown whether patient treatment was completed or not. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.